Event description:
It was reported that the implantable neuro stimulator (ins) was implanted in the pt 10 weeks prior to the report and read 2.8 volts, and later showed an eos (end of service) message and the battery voltage was 2.82 volts. The pt was sent home and ins was to be monitored. No adverse events were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).